Event description:
I put the contacts in friday morning and had them on till night. I noticed my vision was blurry in my right eye so I took the contacts out and saw my vision was still blurry in my right eye. Its the weekend so I couldn't see a eye doctor till monday morning which is today. Saturday morning when I woke up my right eye was swollen shut. My eye been swollen all weekend I thought I could sleep it off. Monday morning I went to (B)(6) to see about my eye and the doctor said its a corneal abrasion. He said its the top 5 worst he had out his 14 years of being a eye doctor. (B)(6) store. Did the problem stop after the person reduced the dose or stopped taking or using the product? No; why did the person using the products? Just for looks.